Manufacturer narrative:
(B)(4). Verified item lot combination and reviewed manufacturing date as returned item # 42527000303 lot # 62449201 exhibits signs of repeated use and the anterior of the post feature has fractured off all pieces were not returned reference attached photographs. The DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured at an unknown time. Attempts have been made and no further information has been provided.